Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2010. According to the complainant, during the procedure, when the physician loosened the snare to surround the pull wire it was noted that the blue coating had peeled off. The physician retrieved the blue fragments from the patient's stomach. This pull wire was reinserted and used to complete the procedure. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) - retrieved device fragments in pt. The reported event of pull wire coating peeled. The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the device revealed the blue nylon coating of the pullwire had been scraped off of wire in multiple areas. Small fragment of peeled coating was still attached at approximately 59 centimeters from the distal end. Pullwire was found to be kinked. No remnants of the peeled nylon coating were returned. The condition of the returned unit was consistent with the complaint incident that the device pullwire coating peeled. The edge of the percutaneous stoma measuring device, (psmd) has been determined to be too sharp thus catching on the nylon coating of the pullwire and causing the coating to peel as the pullwire is pulled back through the psmd. The design of the psmd has been determined to be the most probable root cause of the failure. Further investigation of this issue is ongoing. A review of the device history record was performed and revealed no issues related to this complaint.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2010. According to the complainant, during the procedure, when the physician loosened the snare to surround the pull wire it was noted that the blue coating had peeled off. The physician retrieved the blue fragments from the patient's stomach. This pull wire was reinserted and used to complete the procedure. The patient's condition at the conclusion of the procedure was reported to be good.